Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right ventricular (rv) lead exhibited loss of capture (loc) for 2 to 3 beats. The patient experienced symptoms of pre-syncope as a result. Additionally, pacing impedance measurements increased from 400 to 1,300 ohms with patient isometrics and pocket manipulations. The root cause of the clinical observations was not determined. An invasive procedure was performed. The lead was surgically abandoned and replaced and the pacemaker remains implanted and in service. No additional adverse patient effects were reported.